Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient lost therapy some time back and ipg is inoperable. Patient wants to have the system explanted. As a result surgical intervention can be anticipated in the near future.